Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer's mother reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 673 mg/dl. The customer was admitted to the hospital. The customer was experiencing symptoms of chest pain and trouble breathing. The doctor stated that she did not have diabetic ketoacidosis. The customer was on pump but it was removed when in the hospital. The customer's mother stated emergency medical service did a good job stabiligizing customer before going to hospital. The customer reported via phone call that they had a no delivery alarm during a manual prime. The customer stated the alarm was resolved by infusion set changed. The customer was able to prime with getting no delivery.